Event description:
Dealer called stating that the wheels on the unknown 6240 wheeled walker are allegedly wobbly. Caller from dealership was not sure if it is the wheels that are wobbly or the tubing going into the walker. No injury. The malfunction has not been confirmed.